Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the transfer set that led to this alarm. Renal therapy services (rts) instructed the patient to remove the cassette and advised the patient to contact their nurse regarding the issue. The patient went to the hospital for a transfer set change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.